Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high threshold on the right ventricular lead. The caller asked why capture management did not run. It was also reported that there was noise on the atrial lead which seem to be related to the patient experiencing seizures. The leads remains in use; the ventricular lead was reprogrammed. No patient complications were reported as a result of this event.